Event description:
Related manufacturer reference number: 2017865-2022-43278. It was reported that a patient presented in-clinic. Upon examination, the patient's device pocket was swollen and sore and the patient presented with fever and high white blood cell count, revealing a system infection. Cultures were taken, but the results were not known. The entire system was explanted on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.